Manufacturer narrative:
(B) (4). The device has been received. The investigation has commenced and is not completed.

Event description:
Procedure: nephrectomy. According to the rptr: the first firing worked fine. The second firing stapled, but staples would not release from the cartridge and tissue. Further info confirmed that a small amount of tissue was adhered to the sulu.